Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted to address the issue. Reportedly, the patient elected to explant the entire system.

Manufacturer narrative:
The reported event for ipg turning on and off by itself was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient lost therapy due to ipg turning on and off. Impedance readings were normal. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.